Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: european journal of cardio-thoracic surgery. 1999. 16(1). (B)(4).

Event description:
It was reported via journal article: "title : emphysema surgery - loop ligation approach" authors: hui-ping liu, chau-hsiung chang, pyngjing lin, ka-shun cheng, yi-chen wu, yun-hen liu citation: european journal of cardio-thoracic surgery. 1999. 16(1). The objectives of the study was to demonstrate the efficacy of using thoracoscopic endoloop (ethicon) ligation of bullae in patients with bullous emphysema. From 1992 to 1997, a total of 93 advanced age (age range: 37 to 101 years old) and oxygen dependent patients underwent thoracoscopic procedure using endoloop (ethicon) ligation for treatment of bullous emphysema. During the surgical procedure, the shrunken bulla was twisted to its base until normal lung parenchyma was reached, at which point the endoloop (ethicon) was applied and the preformed loop was tightened using knot advancer. Frequently, 2 to 3 pds endoloops 1-0 (ethicon) were applied to each bulla cyst to ensure the tightness of the bulla. After ligation of all bullae, the lung was manually inflated, and if no bullae bulged out and the consistency of the underlying lung parenchyma appeared normal, the ligation was considered adequate. Reported complications included minor wound infection (n-3) which were treated conservatively, prolonged air leaks (n-9) which were treated conservatively, and suspected empyema with purulent discharge from the chest tube (n-5) which were treated conservatively. Thoracoscopic loop ligation of bulla has proven to be a safe, reliable and cost effective means of technique for bullous emphysema. The clinical results in this report support also the rationale for the use of endoloop ligation in managing patients with bullous emphysema to achieve lung volume reduction.